Event description:
It was reported that the head for 1 of 2 pins was broken during impacting. The head of the pin was removed from the patient body, and the procedure was completed. No more information will be updated.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been (B)(4) other events for the lot referenced. The complete device was not returned; only the head of the fractured pin was returned for inspection. Additional visual inspection was performed as part of the material analysis report . The event was confirmed. The investigation determined the root cause of the event to be repeated overloading of the pins by impaction and extraction which is the intended use of the instrument. CAPA was initiated in 2003 to address the failure of the pin heads during impaction and extraction. Design change implemented 9-feb-2006, modified the design of the device to remove the heads of the captive pins. The subject device was manufactured prior to these corrective actions. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the head for 1 of 2 pins was broken during impacting. The head of the pin was removed from the patient body, and the procedure was completed. No more information will be updated.